Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior repair and perineoplasty. It was reported that patient underwent vaginal hysterectomy and posterior repair on (B)(6) 2010 due to menorrhagia and symptomatic rectocele. It was reported that patient underwent excision of vulvar cyst and scar tissue on (B)(6) 2013 due to perineal body/vulvar cystic mass and introital tightness. It was reported that patient underwent colonoscopy with cold biopsy polypectomy on (B)(6) 2013 due to abdominal pain and constipation. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.